Event description:
It was reported that approximately 30 months post port placement in the right subclavian vein for chemotherapy and tpm administration, the patient allegedly experienced pain and swelling along with a subcutaneous fluid leak near the port body. It was further reported that the device was removed and replaced, and upon removal septum damage was allegedly identified. The patient was reportedly stable post port removal procedure.

Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint reported for this lot number and issue to date. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI port with attached groshong catheter and cath lock was received and evaluated. Gross visual observation and microscopic visual observation were performed. A distinctive curve of the tubing was observed, wear was also noted. Observed were multiple punctures to port septum and port septum dislodgment, cathlock was not completely seated against the port body. The port body and attached catheter segment were patent to infusion and aspiration with a leak noted from the dislodged septum. This investigation confirms the alleged fluid leak issue. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 01/2021).

Event description:
It was reported that approximately 30 months post port placement in the right subclavian vein for chemotherapy and tpm administration, the patient allegedly experienced pain and swelling along with a subcutaneous fluid leak near the port body. It was further reported that the device was removed and replaced, and upon removal septum damage was allegedly identified. The patient was reportedly stable post port removal procedure.